Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 26 mg/dl. The customer was treated with insulin pump and food. Customer also stated that there was occur the critical block and inverse critical block did not add to zero. Troubleshooting was performed self test did not pass. The insulin pump will not be returned for analysis.